Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 product type: 0184-catheter; implant date (B)(6)2018.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000mcg/ml at 100mcg/day) via an implantable pump. It was reported that the whole system was explanted due to an infection. The cause of the infection was unknown. No diagnostics needed. A company representative was not made aware of infection nor the explant. When asked which date this occurred, they were told at least four months ago. No specific date was given. The company representative was aware of the new implant. The patient was implanted with a new pump and catheter months after an infection resolved.the healthcare provider (hcp) has no further information for medtronic.